Manufacturer narrative:
Patient explanted due to pain; returned explanted devices analyzed but no anomalies found. No further action to be taken.

Manufacturer narrative:
Explanted devices on their way back to enterra for analysis.

Event description:
Patient presented at (B)(6) hospital complaining of painful and ineffective stimulation. Previously the system was very effective after being placed and replaced at nationwide childrens hospital. The impedence testing all showed within normal range. Dr. (B)(6) decided to check the set screws even with normal impedance values. After getting in she noticed the lead were in a ball of adhesion so she decided to replace the whole system. The replacement was completed without complication.